Event description:
During a nephrostomy tube placement, a 4cm segment of the grebset micro-introducer kit guidewire detached and remained in the patient's kidney. Following the procedure, the patient was treated for sepsis. A nephrolithotomy was performed two weeks later and the 4cm segment was successfully removed from the patient.

Manufacturer narrative:
The grebset micro-introducer kit was used for a procedure that is outside the manufacturer's indications for use . The grebset micro-introducer kit is intended to facilitate the percutaneous placement of guidewires in the vascular system and for delivery of contrast media to vascular sites. The exact cause of failure is undeterminalble. The grebset was not returned to the manufacturer for evaluation. Submission of this report does not represent a conclusion or admission by vascular solutions, inc., that the content of this report is complete or accurate, that the device failed or malfunctioned in any manner or that the device caused or contributed to a death or serious injury of any person.